Manufacturer narrative:
Additional information not initially reported: lot number 1967613. Date of event added to reflect rissue discovery by field investigator: (B)(6) 2019. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The unit was received and evaluated at the service center. Upon triage, the investigator found that the unit over delivered outside of specifications. The rate was set to 125ml per hour and in 15 minutes the pump delivered 69.51 ml. The reported complaint was verified by the field investigator. The unit was disassembled inspected and reassembled. Service has changed all parts in this unit that were either damaged, needed upgrade, or missing from the unit. The unit passed testing and was processed pursuant to current procedure. Unit passed all final tests, inspections and was recertified. Based on the reported issue and the service findings, it was determined this is a reportable issue. The reportable issue of over delivery was confirmed. A CAPA is currently open to investigate and address the issue of over delivery. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported an issue with an enteral feeding pump. Upon triage on (b)(5) 2019 the investigator found that the unit over delivered outside of specifications. The rate was set to 125ml per hour and in 15 minutes the pump delivered the unit delivered 69.51 ml.